Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: the device manufacture date was reported as unknown in the initial medwatch report. This has been updated to jun 13, 2012. H10: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor was damaged. The device also failed pretest for check valve-control in ¿hand¿ position with hand switch. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Reporter's address line 1 and 2: (B)(6). The manufacturing location was unknown. The device manufacturing date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the air pen drive device stopped working during an unspecified surgical procedure. It was reported that there were no delays in the surgical procedure and a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.